Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in fair condition. During functional testing, the reported complaint was confirmed; attempted to power on, no effect. Checked component condition and wiring integrity and everything appeared to be normal. Installed a known good main printed circuit board part unit powered on as designed. The root cause of the reported issue was found to be a faulty main printed circuit board. No actions were taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device has no power. No patient injury was reported.